Manufacturer narrative:
The sample was received for evaluation. A visual inspection with the naked eye noted cuts in the last fill line and supply line tubing. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing failed due to leaks were observed from cuts in the last fill line and supply line tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. At the time of the initial report, nothing could be found during trouble shooting that could have caused the se 2240. No product problem was found and renal therapy services assisted the patient in ending the therapy session. Subsequently, a homechoice cassette was returned for evaluation and it was discovered that were cuts in the last fill line and supply line tubing that led to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.